Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a cracked tube load motor collar on the pump head module was confirmed but not duplicated by baxter personnel. The root cause of this condition was determined to be a cracked tube load motor collar. The pump head module was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A device history review revealed no abnormalities were found during manufacturing. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a cracked tube motor collar on the pump head module. This condition had the potential to interrupt delivery. It is unknown when, or in which care area, this condition occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.